Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec-2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67)the device was returned to the factory for evaluation on 11/04/2021. An investigation was conducted on 11/08/2021. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. Mechanical evaluation was conducted. A reference harvesting device was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope wouldn¿t fit through the harvesting cannula. No added incisions. A few minutes required to retrieve another kit which worked well and enabled the case to be finished. Patient unaffected.